Event description:
It was reported that a patient underwent balloon kyphoplasty (bkp) at l2 to treat "pseudarthrosis following a vertebral fracture due to falling". It was reported that cement extravasated outward on the left side but additional treatment was not required. The patient was reportedly doing well and was transferred to another hospital three days post-op for unknown reasons. No patient complications were reported and no further information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.